Manufacturer narrative:
Date sent to the FDA: 11/13/2024. H6: appropriate term / code not available (e2402) utilized to capture tenderness. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on 10/16/2007. (B)(4) submitted for adverse event which occurred on 5/6/2008. (B)(4) submitted for adverse event which occurred on 7/17/2008. (B)(4) submitted for adverse event which occurred on 1/24/2009. (B)(4) submitted for adverse event which occurred on 3/24/2009. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported by an attorney that the patient underwent ventral incisional repair on (B)(6) 2007 and mesh was implanted. It was reported that the patient developed a left upper abdominal hernia associated with a trocar site and underwent ventral incisional herniorrhaphy on (B)(6) 2007. It was reported that patient had wound exploration and debridement due to chronic left sided abdominal wound on (B)(6) 2008. It was reported that the patient had an excision of mesh on (B)(6) 2008. It was reported that the patient underwent mesh repair of the trocar site on (B)(6) 2009. It was reported that the patient underwent repair of recurrent ventral incisional hernia on (B)(6) 2009 and mesh was implanted. It was reported that the patient experienced mesh and wound infection, erythema of abdominal wall with tenderness. No additional information was provided.